Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown date in 2020. Device history lot part: 421.021, lot: 3518547, manufacturing site: mezzovico, release to warehouse date: 03. Aug. 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 421.021, lot: 3518547, manufacturing site: (B)(4). Release to warehouse date: aug. 03, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the orbital rim plate was found broken on (B)(6) 2020. It was used on the patient for a fracture operation. The device was removed. The surrounding muscles were loosened. The procedure was completed successfully without any delay noticed. The patient outcome was unknown. Concomitant device reported: unk - screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).